Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired, cause unknown. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 lvas could not conclusively be determined. The account reported that the patient expired on (B)(6) 2020. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. As of the date of this report, heartmate 3 lvas has not been returned for evaluation. This file will be closed accordingly. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.